Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having issues with sensor falling off and transmitter not staying changed. Customer's blood glucose was unknown. Customer also reported of receiving a bad battery alarm due to battery cap falling off. Troubleshooting was not performed.